Manufacturer narrative:
No device/components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a fess procedure the surgeon had a real hard time registering the patient. It took several attempts to get the metric low enough to navigate the procedure. The flat panel emitter was being utilized. After the registration the system was not tracking any instruments. The surgeon used the shaver and the system began tracking as intended. It was not made known if the surgeon went back to try and use the other instruments at this time. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.